Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and was giving the patient diaphragmatic stimulation and nerve stimulation. The lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.